Manufacturer narrative:
This report is submitted on june 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and poor performance with device use; subsequently the device was explanted on (B)(6) 2017. The patient was re-implanted with a new device during the same surgery.